Manufacturer narrative:
Exact date unknown, event occurred over a year ago. Explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16761658/16931278/ 17377042/ 2000009285.

Event description:
It was reported that the patient was not getting adequate pain relief. All device components were explanted and will not be returned. The patient was doing well postoperatively.